Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The article suggests an early benefit from endovascular repair compared with open surgery with regard to the composite end point because of reduced 30 day respiratory complications.

Event description:
Received an article titled "a propensity-matched comparison for endovascular and open repair of thoracoabdominal aortic aneurysms". The aim of this study was to investigate outcomes of patients treated with endovascular repair with the use of fenestrated and branched stent grafts or open surgery for thoracoabdominal aortic aneurysm in a current series of patients. Three hundred forty one patients undergoing repair at three centers between (B)(6) 2007 and (B)(6) 2014 were included in a prospective database. Per the article adverse events included: post dissection aneurysm; spinal cord injury; renal insufficiency requiring dialysis; thrombosis; endoleaks type ib and iii; access site bleeding; iliac leg occlusion. Related file (B)(4).